Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the cartridge during the load fill tubing process. Customer's blood glucose was 400 mg/dl. Customer declined to change the cartridge and declined to complete all troubleshooting steps.